Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on various unspecified dates in april and may 2025 and involved a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock. It was reported there was leaking where the cap on the end connects and various leaking from port connection sites. There was patient involvement and no adverse event. This report captures 5 occurrences.

Manufacturer narrative:
Received five used list #am6154, 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿ and one used. List #unknown, extension set w/ filter for inspection. A stickdown condition was observed on one of the samples. The male luer was broken and stuck down in the microclave. No other damages or anomalies were observed on any of the samples. The five samples were observed to have a leak on the connection of the tubing and the manifold. The reported complaint of a leak was confirmed on the five sample devices. The probable cause is from an incomplete insertion during the assembly process of manufacturing. There was also a stickdown from a broken male luer in the microclave, the probable cause is from an unintentional bending force. The device history record could not be conducted because no lot number was identified.